Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 23rd distal stent wrap with struts raised. Deformation was evident to the distal tip.

Event description:
Physician intended to use a resolute integrity drug eluting stent to treat a distal rca lesion with moderate tortuosity, severe calcification and 90% stenosis. No damage was noted to the packaging. Device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was noted when advancing to the lesion and excessive force was used. It is reported that the stent could not pass through the calcific lesion, therefore the stent was replaced. Patient is alive with no injury. Procedure was completed with another device. Physician believes that the event was due to use of the device in difficult lesion morphology/anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.